Manufacturer narrative:
The investigation could not be completed as product is entering the complaining system.

Event description:
Patient with mtp fusion plating, implanted on (B)(6) 2012 returned to surgeon complaining of pain at 3 month follow up. It was discovered there was 3 broken screws and 2 screws were backing out. Patient returned to the operating room on (B)(6) 2012, hardware was removed, it was noted: non-union of 1st leftmetatarsal. Patient revised to competor screws. Surgeon noted: patient was non-compliant. This is 2 of 6 reports.